Event description:
The fixator was applied on the patient for the lengthening and correction of a valgus deformity of the femur. 3-4 weeks into the treatment the doctor reported that the clamp had slipped and jammed up during adjustment. The doctor plans to bring the patient back into the or to reposition the treatment site and replace the fixator/clamp with another one from the rep's inventory. No further information given.